Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of a past event of high blood glucose of over 600 mg/dl due to the tape not sticking. Customer treated with a shot and changed the infusion set. Customer declined high blood glucose troubleshooting.